Event description:
It was reported that there was air bubbles in the reservoir. Customer's blood glucose was 364 mg/dl. Troubleshooting was done. It was found that customer was not allowing the insulin to be at room temperature before placing it in the insulin pump. Advised to customer to let the insulin warm up and do a complete set change and call back if issues persist. Customer called back with the same issue. Advised customer to send back the products and will send replacements. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.